Event description:
It was reported that, during a thr surgery conducted on (B)(6) 2022, a patient suffered a fracture of left trochanter. It is unknown whether this occurred while positioning the polarstem stem lat.ti/ha 5 non-cem stem implant or during femoral preparation prior to the implant insertion. It is unknown if this incident provoked a surgical delay. This adverse event was resolved with cables during surgery. The patient's current health status is recovering and resolving.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery conducted on 9-jun-2022, a patient suffered a fracture of left trochanter. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A review of the complaint history of the affected device was performed. No additional complaints for the batch in question were detected. Furthermore, a review of the production documentation, was performed and no deviations were detected, that could have contributed to the reported failure mode. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of past corrective actions was performed. No further escalation is required. The limited information was insufficient to complete a thorough medical assessment of the root cause and patient impact beyond the reported events. The risk of bone fracture is covered in our corresponding risk file and rated as low. In the current instruction for use for hip implants lit. 12.23 ed. 03/21, hip fracture is stated as a potential adverse device effect in combination with the placement of a hip implant. Based on our investigations, the failure mode cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event and the root cause of the problem remains undetermined. A relationship between the reported event and the device cannot be confirmed. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Should additional information become available, this complaint will be reassessed. This investigation is considered closed.